Event description:
The customer reportedly received the following results on the accu-chek active system, 268mg/dl, 98mg/dl, 329mg/dl, and 248mg/dl. The customer states she received additional blood glucose result of 114mg/dl, 314mg/dl, and 130 mg/dl. Each set of results were received within ten min timeframes. She felt hyperglycemic and drank unsweetened tea to lower the blood glucose results. She felt better after treatment. No third party intervention required. No adverse event reported. New system sent and return requested.